Event description:
An aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal neck was 20 mm. Vessel morphology and aneurysm diameter are unknown. It was reported that the patient had a smart stent implanted in the right common iliac artery approximately 3 weeks prior to the stent graft procedure. As the sheath was being inserted through the stent for deployment of the iliac limb, it pushed the stent into the aneurysmal sac. The stent was crushed and excluded, and the iliac limb was deployed. It was reported that, as the guidewire was being withdrawn, it caused a dissection at the previous location of the stent. The dissection decreased flow into the right common iliac artery; therefore, a femoral-femoral bypass was performed. Final angiogram dedmonstrated no endoleak and exclusion of the aneurysm.